Manufacturer narrative:
The device has not been requested for return to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient¿s blood glucose on that day was 377 mg/dl with nausea. The reporter noted the patient received phone advice from a healthcare provider and treated with insulin via the pump and insertion site change, the patient remained on pump therapy and the pump¿s settings were recently changed by a healthcare provider. It was reported the patient was not completing the priming steps appropriately with smaller than required priming volumes. This complaint is being reported because the reported hyperglycemia was attributed to a pump use error. There was no allegation or indication of a device malfunction.

Manufacturer narrative:
Follow-up #1 date of submission 07/19/2016-product analysis: the device was returned and evaluated by product analysis on 06/29/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. The pump¿s force sensor calibration was found to be within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.